Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated claimant reported change in voiding, difficulty starting flow, anterior prolapse noted, bulge and protrusion at introitus noted, with anterior apical failure of repair, anterior defect noted, worsening bladder prolapse reported. (B)(4).